Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up the device gets warm and bur vibrates. There was no patient impact.

Manufacturer narrative:
Device was returned for analysis. Evaluation could not duplicate customer¿s complaint: ¿gets warm and vibrates.¿ pre-repair temperature testing was performed. The following are the pre-repair temperatures at 1 minute: rear ¿ 78.1 degrees f, middle ¿ 79.3 degrees f and nose ¿ 78.6 degrees f. The device was tested to manufacturer product specifications. The device passed all manufacturing product specifications. Evaluation found no fault with the device. The device was returned to the customer. (B)(4).

Manufacturer narrative:
UDI #: (B)(4). Date MFR. Rec: feb/20/2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.